Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor was fractured; full lead in segments was returned for analysis. Other : it was reported the patient fell from her bike. It was also reported that the patient felt dizzy, and her father noticed her passing out. There was lead noise, high impedance, and an apparent fracture. The lead was replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, impedance, high, interference, lead(s), fracture of.

Event description:
It was reported the patient fell from her bike. It was also reported that the patient felt dizzy, and her father noticed her passing out. There was lead noise, high impedance, and an apparent fracture. The lead was replaced. No further patient complications have been reported as a result of this event.